Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's pump and no delivery. The mother states there was a kink in the line. The mother states the customer had blood glucose level of over 500mg/dl. The mother treated the highs with manual injection. The mother states the set was changed and everything was fine. The customer was being sent replacement supplies.